Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that after implant on (B)(6) 2020, the patient expired due to right ventricular failure and multi-system organ failure on (B)(6) 2020. Low flow alarms were noted, and were reported to be due to suction secondary to the right ventricular failure. No further information was provided.

Manufacturer narrative:
Device evaluated by MFR : correction. The device was not explanted after the patient's death. Manufacturer's investigation conclusions: a specific cause for the reported right heart failure, multiorgan failure, and patient outcome, as well as a direct correlation with the device, could not be determined through this evaluation. Low flow could not be confirmed through this evaluation as no log files were provided for review. No autopsy was performed and no product will be returned for evaluation. The heartmate 3 lvas IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure), right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.